Event description:
The customer contacted baxter's service center regarding a check final line alarm which occurred on the homechoice (hc) during prime. The home patient (hp) was connected. The hp had disconnected the ginal bag as it was leaking. The hp then put a new bag on the line. The technical service representative (tsr) told the registered nurse (rn) to have the hp disconnect and discard the supplies. The rn was aware of the sterility issues. The tsr told the caller to check the therapy log to see if the hp had ever started therapy. The caller would call back if there were further questions or problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the rn on (B)(4) 2012. The rn stated that the bag was leaking because the patient had not connected the bag completely to the line when they started priming. The rn stated that the bag that was leaking was a 2l extraneal bag. The hp had disposed of the bag and the hp started over with new supplies successfully. The rn stated that the hp's therapy had been going well since. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed.